Manufacturer narrative:
(B)(4). Abbott vascular (av) analyzed the returned device and confirmed the reported leak while inflating. During analysis the device was pressurized and fluid was visible leaking from the distal end of the strain relief tubing. Av reviewed the complaint handling database and found no other devices from this lot reported for leaking. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices. The 5.0 x 40 mm armada referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 5.0 x 40 mm armada device is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a mildly calcified mid popliteal artery that did not have any tortuosity. There were no issues noted during the preparation of a 5.0 x 40 mm and a 3.0 x 120 mm armada 18 balloon catheter. Neither device met resistance during advancement towards the lesion. However, both balloon catheters were leaking from the strain relief during the procedure, and the balloons were not able to hold pressure. An attempt was made to hold the pressure by holding the handle of an inflation device tightly, but the balloons kept losing pressure. Therefore, the two devices were replaced with an unspecified balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.